Manufacturer narrative:
Summary memo of evaluation. (B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to loss of osseointegration 3 years and 5 months after implantation. The patient has history of bruxism. The patient required bone augmentation for the surgery. The patient has recovered without complications.